Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 161 mg/dl. The wife stated that the insulin pump alarmed no delivery the day before. The customer cleared the alarm, but he did not change the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.